Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was available for analysis. Engineering analysis completed by ad on 9/24/2018. Design-related issues: the design of the femoral head trial has been in the field since 2011. Exactech has received 4 complaint reports involving 6 femoral head trials due to difficult assembly/disassembly since 2008. Because femoral head trials are used in total hip surgeries, sales data for femoral heads was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered "'very low" according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech has not received any other complaints involving parts from this manufacturing lot, which has been in the field since 2012. However, this part was found to be outside the tolerance range. This was confirmed via special inspection. A supplier corrective action request (scar) has been issued by the product team. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this femoral head trial, 750-2011-012-rmr rev a, was reviewed. The risk is captured in line 7. The disassembly difficulty reported in experience (B)(4) was likely the result of the head trial being manufactured outside the allowable tolerance range. This was confirmed via special inspection. A supplier corrective action request has been issued by the product team. Exactech IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for total knee arthroplasty surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all exactech instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on a review of all available information, there is no evidence to reasonably suggest the reported event is related to design issues. The head trial got stuck on an element femoral stem and the whole system had to be removed. There was no patient adverse event. An investigation was conducted: the disassembly difficulty reported was likely the result of the head trial being manufactured outside the allowable tolerance range. This was confirmed via special inspection. A supplier corrective action request has been issued by the product team.

Event description:
It was reported from the us that during an orthopedic surgery the surgeon experienced an issue with the head trial. The head trial got stuck on an element femoral stem and the whole system had to be removed. Another set was opened. The patient was fine leaving the operating room. There was a delay, but the patient was not adversely affected. The rep was present at the time of surgery. No patient demographics were reported. The head trial was returned on 12/13/2017. No additional information has been provided by the contacts related to this event following multiple attempts.